Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd875567 and gd874826 with no deviations from standard procedure noted. The root cause for the peritonitis was not identified due to insufficient information being available. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation for peritonitis is in progress. This is the second of three complaints associated with this event.

Event description:
The customer contacted baxter's (B)(4) regarding a check supply line alarm which occurred on the homechoice (hc) during use, during prime, patient not connected. The baxter technical service representative (tsr) had the homepatient (hp) push the spike into the neck of the bag and turn. The hp felt the spike move in more. The hp pressed stop and then go on the hc and the prime resumed. The alarm cleared and prime was in process. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed.

Event description:
This is a report from global pharmacovigilance (gpv) by a nurse of an event of peritonitis and fatal sepsis in an (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported on (B)(6) 2010, the patient expired from sepsis. It is unknown what interventions were required. It is unknown if an autopsy was performed. Dianeal therapy was ongoing until the date of death. On an unknown date, the patient was admitted to the hospital with abdominal pain and diagnosed with peritonitis. The cause of the peritonitis was unreported. It was unknown if a culture was performed. Per the nurse, the patient had a central line for an unknown indication. It was unreported whether the patient had recovered from the peritonitis.